Event description:
It was reported that a spectrum pump failed psi/downstream occlusion testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4: model #,(UDI) #, g4 additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "failed psi/ downstream occlusion testing" was not reproduced. Device sent to flow line for downstream occlusion testing and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as undetected downstream occlusion. The cause of the condition was the force sensor which was out of calibration. The force sensor requires to calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.